Event description:
It was reported that the plastic housing surrounding the distal tip of the transesophageal x8-2t transducer had a gap in the seam causing sterilization concerns. The transducer was associated with the epiq cvx ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during sterile processing, and no patient or user was harmed. As a result of concerns regarding proper disinfection, the customer has removed the transducer from service. A replacement transducer has been provided to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to assess the reported issue. The engineering team evaluated the returned transducer and did not observe any housing separation at the lens. It was determined that the size of the x8-2t transducer window seam at the distal tip does not represent a failure and does not present a risk to the ability to disinfect the transducer. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.